Event description:
It was reported the disposable exhibited a leak at the junction. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: h4: device manufacture date is unknown; d4: lot number, expiration date and UDI number are unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. The reported complaint could not be confirmed. No lot number was provided; therefore, a history record review could not be conducted. If the product is returned this complaint will be reopened for further investigation. G1, email address: (B)(4).